Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 2008; 2012. Date explanted - 2012; (B)(6), 2012.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty in 2008. Subsequently, the patient was revised in 2012 due to unknown reasons. The patient was further revised on (B)(6) 2012 due to unknown reasons. All components except the stem were removed and replaced. Subsequently, the patient is being considered for revision due to dislocation. No further information has been provided.